Event description:
A device report from (B)(6) indicated a hosp from (B)(6) indicated: a solicitor reported: pt was implanted on (B)(6) 2007 with a intra medullary nail and screws for a closed displaced right tibia/fibula fracture. On (B)(6) 2008, pt was returned to operating room and both the dynamic and locking screws were removed. A poor outcome was noted from the second procedure which at this time is not further defined. This is three of three reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.